Manufacturer narrative:
(B) (4).

Event description:
Procedure type: inguinal hernia repair. According to the reporter: the balloon ruptured in surgery resulting in 15 minute increased operating room time. No adverse effect on pt, however, we had to flush out the pieces of balloon from the peritoneal cavity. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.